Event description:
The clinician reports the implant was inserted 2023-11-29 in ada 30. On 2024-03-12, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and fistula. No further patient complications were reported.